Event description:
The following has been reported: patient presented nausea, hypersensitivity reaction, and blurred vision during the infusion. After the onset of the adverse reaction, the infusion was temporarily interrupted and subsequently resumed. There were additional pauses during the infusion for bathroom breaks. Medication: paclitaxel 160.8 mg start of medication use: (B)(6) 2026 13:10. Infusion interruption after the onset of the adr: (B)(6) 2026 13:16. Infusion resumed: (B)(6) 2026 14:15. End of infusion: (B)(6) 2026 16:00 (bathroom breaks). Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.